Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called and reported that the buttons on the insulin pump were stiff and difficult to press. Customer's blood glucose was 103 mg/dl. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with intermittent esc and act button response due to flattened button dome switches. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.